Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the adc device inserting, sensor¿s needle was inserted crooked and experienced profuse bleeding. The customer had contact with a healthcare professional who stopped bleeding however, no further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. No further investigation could be performed since applicator was not returned. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the adc device inserting, sensor¿s needle was inserted crooked and experienced profuse bleeding. The customer had contact with a healthcare professional who stopped bleeding however, no further details were provided. There was no report of death or permanent injury associated with this event.